Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a completely broken grip tip. A piece approximately 2.69 mm x 5.12 mm was found to be broken off. The broken piece was not returned. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument's tip was broken. There was no report of patient involvement.